Event description:
It was reported that, during surgery, screw removal wrench broke during removal of the lag screw. No delay was reported and procedure was completed by pushing the centering sleeve in and revealing the end of the lag screw. The retaining rod was cut to allow the removal wrench to attach to the lag screw as only a tiny bit of the end of the lag screw was revealed. No delay and no harm to patient reported.

Event description:
It was reported that screw removal wrench broke during removal of the lag screw. It is unknown if revision surgery was performed. No delay was reported and is unknown if snn backup device was used or required.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this a duplicate complaint, in other words, this report has been already addressed in device (B)(4), therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.